Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Without the product to examine, no determination could be made as to the cause of the reported incident. Loss of access can occur due to a number of factors including, but not limited to failure to manufacturing, complete plunger stroke (click 2) or applying excessive tension against the locator wings. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In additional, a quality control audit inspection is performed to verify product quality. A review of the lot history record did not reveal any relevant nonconforming material record associated with this lot. A query of the complaint-handling database was performed and there has been no other incident reported for this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician in-training the use of the starclose se device attempted arteriotomy closure of the slightly scarred right femoral artery after a diagnostic procedure. Reportedly, when retracting the starclose se device back, prior to the deployment of the locator wings, he pulled too hard and the device came out of the vessel resulting in the loss of vessel access. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.